Event description:
A customer contacted beckman coulter (bec) reporting approximately less than 1 ml of bubbles leaked from the top of the waste chamber (vc11) on the coulter hmx autoloader analyzer (115v) that was contained. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered that the waste chamber (vc11) had a hairline crack at the top seam which the fse replaced to resolve this issue. The waste chamber did not actually leak, but it was normal foam build up that bubbled out from the chamber. The fse also replaced the tubing at a pinch valve on the main fluidics panel that appeared damaged. Aperture voltages were also checked and adjusted by the fse. The repair was verified and the instrument validated. Failure mode: hairline crack at the top seam of the waste chamber (vc11). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).